Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 49 mg/dl. Customer consumed glucose tablets to address bg level. Although requested contact declined to upload pump so tandem technical support could review the pump logs. Reportedly, tandem technical support provided pump reset instructions to customer to resolve issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.